Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-38600.

Event description:
Customer reported inaccurate readings from his sensors. He also reported having severe low blood glucose that he was not aware of. The customer's blood glucose was 41 mg/dl at the time of the call. He had treated his blood glucose with a glucagon shot and juice. The customer declined to troubleshoot. The customer also reported receiving a low predicative alert informing her that her blood glucose was 90 mg/dl but she was actually 41 mg/dl. The customer was informed of the proper techniques for accurate sensor readings. No additional information provided.